Event description:
Healthcare professional reported a deflation. Device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening on anterior assessed as an unidentified (tear) opening (shell thickness within spec). Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: crease fold and wear abrasion observed on the device. Brown particles observed outer the device. No further actions are required as the device was implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a deflation. Device has been explanted. This relates to the right side.